Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure a set of cylinders was punctured by the surgeon; therefore, a second set of cylinders was implanted instead. There were no patient complications. This event has been deemed a reportable event based on the investigation results. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually inspected, and leak tested. The fist cylinder had a hole and a leak in the middle end consistent with sharp instrument damage. The second cylinder passed visual inspection and leakage test. Visual inspection of the pump did not identify any anomalies. There were no leaks identified in the component. Upon functional testing, it was noted that the pump did not pass the deflation tests, and the activation tests. Based on the information available and analysis results, the reported allegation of the cylinders being punctured was confirmed. Additionally, the pump not passing the activation and deflation tests are anomalies that could potentially cause or contribute to serious injury if it were to reoccur. A review of the device instructions for use (IFU) was completed, and it documents mechanical malfunction as an adverse event. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.